Manufacturer narrative:
Review of the device history records indicate that 18 devices were manufactured and accepted on (B)(6) 2012 into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that patient's hip (side not reported) was revised due to a loose cup. Intra-operatively, surgeon reported evidence of trunnionosis.

Manufacturer narrative:
An event regarding corrosion involving a metal head was reported. The event was not confirmed. Method & results: device evaluation and results: the device was not returned however one image was provided. The image showed some black debris inside the taper on the metal head. Medical records received and evaluation: a review of the returned medical information was performed by a clinical consultant who concluded the following: [...]procedure-related factors: - component malposition of undetermined type, most likely the cup patient-related factors - no info. Device-related factors: - none. Diagnosis: - component malposition of undetermined type due to lack of imaging info has contributed to impingement with an overload condition in the arthroplasty with cup loosening, a local osteolytic fracture and secondary corrosion in the femoral head taper junction requiring revision. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a medical review concluded the following: [...] Diagnosis: - component malposition of undetermined type due to lack of imaging info has contributed to impingement with an overload condition in the arthroplasty with cup loosening, a local osteolytic fracture and secondary corrosion in the femoral head taper junction requiring revision. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's hip (side not reported) was revised due to a loose cup. Intra-operatively, surgeon reported evidence of trunnionosis.

Event description:
It was reported that patient's hip (side not reported) was revised due to a loose cup. Intra-operatively, surgeon reported evidence of trunnionosis.